Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date (B)(6)2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. D7: explant date: 2016.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number:sc-2108-50m, serial number: (B)(4), batch/lot number: 22016 / 22152 / 22348, model/catalog description:scs lead kit, phase 2 sterile package. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.